Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of an emergency room visit for high blood glucose of 490 mg/dl. Troubleshooting found that the customer was using expired and cloudy insulin and advised customer to use only fresh insulin. Customer was advised to monitor their high blood glucose and follow up with their doctor.